Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 2 days after the sensor was inserted in the abdomen. The patient experienced a headache. The pump cgm display device showed an estimated glucose value (egv) of 105 mg/dl. The son transported the patient to the hospital. Upon arrival, the patient had speech changes and shaking. The bg was 50 mg/dl while the egv was 107 mg/dl. The hypoglycemia was treated with carbohydrates and glucose paste. The patient received morphine for her headache and potassium. The patient underwent imaging of computerized tomography and magnetic resonance imaging and was discharged the following day. There was no documentation of further medical evaluation or intervention for hypoglycemia. At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.